Event description:
It was reported that a device alarmed for a system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received an evaluated the device. The device eval confirmed that the system error 105 was caused by a failed motor (flex). The motor assembly was replaced.